Event description:
Reportedly, during the follow-up performed on (B)(6) 2013, the physician observed noise oversensing episodes stored in the ICD memories. Preliminary assessment of the reported noise sensing suggests a lead issue. The recommendations associated to the isoline fsca from jan 2013 are applicable, and complete lead replacement should be considered. The associated lead complaint is (B)(4).

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.